Manufacturer narrative:
This MDR submitted (B)(4) 2010 references itc (B)(4). Method/result/conclusion: manufacturer evaluation/investigation currently in process. Itc has requested all data required for form 3500a.

Event description:
Patient 2 of 2. Health care professional reports protime microcoagulation instrument has been giving user message inr too high for multiple patients over a two week period. Prior to this customer reported no issues with this instrument. Lab results for same patients are within therapeutic range. Some patient results are within the therapeutic range (i.e. Not a user message), but lab results indicated the patient results are in the therapeutic range. Protime microcoagulation system. Initial test with their instrument generated "inr high"; patient was retested with a second instrument, result was pt inr 2.6. Inr target range 2.5. No adverse event was reported.